Event description:
A patient underwent total hip arthroplasty on (B)(6) 2018. During rehabilitation, a femoral fracture occurred and on (B)(6) 2018, the patient was revised and the stem replaced. The surgeon indicated that the fracture occurred because the patient applied a stronger force than usual during rehabilitation. This report was the result of a post market survey so the event occurred in 2018 but wasn't reported until 2019.